Manufacturer narrative:
Findings: blank display due to corroded battery tube and battery cap. Unable to perform functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests due to blank display. Unable to confirm battery icon anomaly, unexpected battery out limit alarms, excessive no delivery alarms and audio/beep anomaly due to blank display. Cracked reservoir tube lip and scratched display window noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was in the hospital and had a high blood glucose level of 22 mmol/l. Customer had stomach pains and nausea. Customer was using an energizer aaa alkaline battery. Customer treated with 4 units of active insulin. Customer was in the emergency room for high blood glucose levels. Customer was hospitalized on (B)(6) 2013. Customer was vomiting due to nausea from the high blood glucose levels. Customer was wearing the pump at the time of the hospitalization. Customer will be monitored for a few hours in the emergency room. Troubleshooting was performed and the pump failed the high pressure test. Pump passed the self test but had an audio anomaly. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to change the entire set, reservoir, and insulin. No further assistance needed.